Event description:
The customer reported that the system displayed an intermittent x-ray disabled error message, which will cause a loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.